Manufacturer narrative:
While the stent delivery system was being inserted into the sheath introducer valve it was reported that the stent dislodged from the balloon and moved proximally onto the shaft. It did not dislodge from the delivery system and did not enter the patient. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0209057 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The information received indicated that the stent came off the balloon at the time it was being inserted into the sheath. The stent pushed off the balloon and went onto the shaft. The stent was prepped outside of the body. The technician did not notice anything wrong with the device, but apparently it got caught at the valve, as the doctor attempted to advance it into the sheath and it got pushed backward off the balloon. Another stent was used without difficulty.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0209057 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r0209057. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Additional information will be submitted within 30 days from receipt.